Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:03 during biomedical testing. Device evaluation confirmed the failure as failure code 810:03, which interrupted delivery. There was no patient injury or medical intervention reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition of failure code 812:03 was not confirmed and not duplicated, however, the as determined problem code of 810:03 was confirmed. The device does meet specification for the reported condition, however, the root cause of the as determined problem was found to be an ail (air in line) board failure. The ail pcb (printed circuit board) has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available. Review of the device event history determined that the reported condition of occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010.